Event description:
Report received from the USA stating that the device was leaking oil. The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info becomes available, a supplemental report will be sent. (B)(4).